Manufacturer narrative:
The exact event date is unknown. Related components of device system: model number/ catalog number: 72404127, batch/ lot number: 121714003, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, batch/ lot number: 130837018, model/ catalog description: balloon fgs 61-70 cm. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called with complaint of a gradual onset of urgency with his artificial urinary sphincter (aus). He states that when he feels the urgency, he must get to the bathroom immediately or he loses control of his urine. Patient services specialist recommended him to follow-up with his physician. It was further reported that the patient had not contacted his implanting surgeon due to he moved to a different state. Therefore, there is no surgery scheduled.